Manufacturer narrative:
Section b5: the exchanged controller is reported under MFR # 2916596-2019-05132. Section d4, g3, h4: correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the patient¿s submitted log file confirmed low speed events and pump stoppages, however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2019 to (B)(6) 2019. The pump operated above the low speed limit until (B)(6) 2019 at 1:52:18 pm when the log file recorded a low speed event which progressed into a full pump stoppage at 1:52:20 pm. The pump regained speed following this event and remained above the low speed limit for the remaining duration of the submitted log file. The patient was connected to their power module for the abnormal pump operation. Although a direct cause for the abnormal pump operation seen within the log file could not be conclusively determined through this evaluation, based on previous complaint experience, the type of behavior captured within the log file could be indicative of a potential driveline issue. The account reported that the patient experienced a pump stop while in the clinic. The customer requested an ungrounded patient cable for home use. The patient remained ongoing on vad support until ultimately undergoing a heart transplant on (B)(6) 2019. The pump was not returned for evaluation. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year 1 month (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The customer reported motor stopped events when connected to power module in clinic. Customer reported damage to the white power lead of the pocket controller. The log file analysis confirmed a motor stopped event was recorded on (B)(6) 2019. There were no other unusual events recorded by the log file. Customer thought was that the problem may exist within the driveline but no fractures were identified on xray. During follow up conversation, customer stated that the patient was known to have been sleeping on battery power. During site visit, customer replaced pocket controller with new pocket controller. Patient was connected to power module and grounded patient cable. Motor stopped events could not be duplicated with external driveline manipulation or upper body movement. Customer continued to be monitored for unusual events while connected to power module. Customer requested the use of two ungrounded patient cables for use at home, which was provided to them along with a power module. The external backup battery (ebb) of the new pocket controller continued to go into run mode when connected to patient cable. These events continued even after ebb was left to charge for several minutes. The ebb was replaced and the issue was resolved. Customer will continue to monitor patient.